Manufacturer narrative:
A visual inspection was performed on the pump, and the device was found in normal condition. The customer reported suspicion of occurred possible incorrect programming during the shift from 6:00 p.m. To 12:00 a.m. On (B)(6) 2024. The client conveyed that the medical order was to administer an infusion within 24 hours and that this was performed within 2 hours. The pump history log was reviewed, and an infusion was verified between 8:54 p.m. 3:15 on (B)(6) 2024 of a vtbi of 2000ml, flow 833 ml/h. The last preventive maintenance was performed on 21-feb-2024 was reviewed, and the pump passed all testing. According with event history, the probable cause was a user programming error in the infusion rate, and not an error in the infusion pump. D9 - date returned to mfg: 19may2024.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint/event involved a plm a+ spanish device new restart. It was reported that the infusion pump delivered an unspecified fluid to a patient who subsequently expired. A review of the pump's history logs indicate that the infusion pump was programed to run a volume to be infused (vtbi) of 2000 ml at a rate of 833 ml/hr as opposed to the actual ordered/intended rate of 83 ml/hr. The infusion was logged between 8:54 pm 11:15 pm on (B)(6) 2024. No further details were provided regarding the functionality of the pump, and no other clinical details surrounding the patient event were reported. The complainant requested an inspection of the pump in question. The actual date of death of the patient is currently unknown.